Event description:
Pt was dialyzed in 2003 using an a-22 dialyzer (lot number not documented by the center). Pt experienced hot flahses during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, pt has had similar experience with another manufacturer's dialyzer). Treatment was continued without further incident. 2 days later pt was hospitalized for a duration of 10 days for what was reported as "conjunctivitis, subconjunctival hemorrhage, upper right arm paresis, intense myalgia, difficulty walking, and mild leukocytosis without hyperthermia." Pt was treated with ciprofloxacin IV, ophthalmologic gentalyn, ophthalmologic decadron, loratadine (route unknown), profenid (route unknown) and dexamethasone IV (doses and frequency are all unknown). Pt has reportedly recovered.